Manufacturer narrative:
(B)(4). Approximate age of device - 2 days. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. The patient had known right heart failure prior to implant and was on intra-aortic balloon pump support. Post-implant, the patient¿s chest was left open to assist with right ventricular dysfunction risk. The patient was on nitric oxide, epinephrine, and milrinone. The patient was pulsatile post-implant; the lvad speed was able to be increased after implantation and the patient¿s blood pressure subsequently became less pulsatile, changing from 100/50mmhg to a mean arterial pressure of 60mmhg. On postoperative day one the echocardiogram showed the aortic valve opening with each systolic ejection and minimal changes in left ventricular size. A ramp study echocardiogram showed the aortic valve closed at an lvad speed of 11,400rpm. The left ventricular size changed minimally during the ramp study. The inflow cannula was in good position with laminar flow noted at the inlet of the inflow cannula. The outflow graft did not appear to be obstructed. The patient¿s urine was normal, lactate dehydrogenase (ldh) was 400 u/l, and ¿blood work values¿ were within normal range. The pump speed was set at 10,600rpm. On (B)(6) 2016 the patient was returned to the operating room for chest closure and possible lvad exchange. In conjunction with the echocardiogram observations and the patient being pulsatile, it was reported that the events may be due to possible tissue ingestion or possible device malfunction. The decision was made in the operating room to forgo the lvad replacement and only close the chest. A heparin infusion was initiated post-chest closure. The surgeon reported that the patient¿s blood flow was still pulsatile, the creatinine and urine output were normal, and the ldh and plasma free hemoglobin levels were at 370 u/l and 10 mg/dl, respectively. The surgeon also reported that the nitric oxide had been weaned and that patient was extubated postoperatively. Milrinone and epinephrine were also being weaned. On 04/01/2016 it was reported that the patient¿s vital signs were stable and that no lvad alarms had occurred. System controller log file analysis revealed two transient lvad power elevations with no other atypical alarms or events. The heart failure cardiologist reported that the patient may have two potential issues: right heart failure requiring a chronic milrinone infusion or a ¿deposit¿ on the lvad inflow cannula. The ldh reached a maximum of 700 u/l, and was trending down. The plasma free hemoglobin reached a maximum of 50 mg/dl, and trended down to 10 mg/dl. The heart failure cardiologist also reported that the medical team thought that multiple ramp studies with multiple lvad speed changes had likely contributed to the increased hemolysis lab values. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Device thrombosis, hemolysis, and right heart failure are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on lvad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was treated with milrinone for right ventricle dysfunction and heparin for suspected deposits in the inflow conduit. The patient's pump parameters eventually stabilized and the patient was weaned off milrinone and heparin was stepped down before the patient was discharged to home on an unspecified date. The patient has reportedly been seen regularly as an outpatient and is doing very well.